Event description:
Medtronic cardiovascular received information that this oxygenator exhibited high line pressures. The device was changed out. There were no patient complications.

Manufacturer narrative:
(B) (4): results: device history reviewed has not been reviewed and the product has not been returned for analysis. Conclusion: cause of event cannot be determined. Analysis: no product has been returned for analysis. Should additional information be provided, this event will be updated and a supplemental report filed. Conclusion: no conclusion can be drawn at this time.